Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s). A new sample was drawn and tested on the same instrument, resulting positive. The original sample was then repeated on the same instrument, also resulting positive. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
A siemens headquarter support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. Adjustments and quality controls were within range at the time of event and no other discordant results occurred. The cause of the discordant, false negative hcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.